Manufacturer narrative:
(B)(4). The pump passed the displacement test, active current test and self test. Pump failed the sleep current test due to moisture damage on the electronic assembly. Unexpected battery power loss confirmed. Charge/battery lasts less than expected confirmed. Pump received with pillowing keypad overlay. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump keeps on asking to change the battery in less than 2 weeks. On going issue for at least 2 months now. Customer reported low battery alarm or short battery life. Customer received a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.